Manufacturer narrative:
The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a mechanical complication with the device. The device was explanted and replaced.